Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, white particles and opening linear on anterior leak test and microscopic analysis was performed which identified: striated opening on anterior and sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. A striated opening on anterior due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported " right side deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported " right side deflation." Device has been explanted.